Event description:
It was reported that the gastrointestinal videoscope had difficulty focusing, especially the background.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image. Based on the results of the investigation, the probable root cause is a bad plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had difficulty focusing, especially the background. The issue was found during sedation (device inside patient) of a diagnostic endoscopy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.